Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 333 mg/dl to an unspecified elevated blood glucose value. The customer administered manual injections to address elevated bg. Reportedly, customer resumed insulin, changed pump supplies, and adjusted position of pump to address the occlusions.